Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, upon closing the capsule of the delivery catheter system (dcs) in the descending aorta and withdrawing the dcs into the external sheath, resistance was felt. Upon removing the dcs from the patient, the nose cone was found to have been separated and broken off in the external sheath. Subsequently, the nose cone tip was removed with the external sheath. No patient complications were reported as a result of this event.

Manufacturer narrative:
H6 image review: a single still image and three intraprocedural media files were provided for review of the event. The patient¿s executive summary was unavailable, limiting the ability to conduct a thorough anatomical assessment. Fluoroscopic inspection of the valve load was not provided, making it impossible to confirm proper loading. The valve was deployed using a pre-curved guidewire, and in an left anterior oblique (lao) view, the estimated valve depth measured approximately 3 millimeter (mm) at the non-coronary cusp and 7-8mm at the left coronary cusp. After deployment, the valve was released, and the capsule appeared to close properly in the descending aorta, with no indications of nose cone under-capture or overdrive. Evidence suggested a potential change in the guidewire during removal of the delivery catheter system, as the guidewire visible in the abdominal aorta appears to be a j-tip guidewire. As stated in the instructions for use (IFU), during use, while the catheter is in the patient, ensure the guidewire is extending from the proximal end of the catheter. Do not remove the guidewire from the catheter while the catheter is inserted in the patient. It was r eported that upon removing the delivery catheter system from the patient, the nose cone broke off within the external sheath prompting removal of both simultaneously. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule fully opened. Delamination was observed over the nitinol reinforcing frame of the capsule. The nosecone was visibly detached from the device. Multiple bends were evident to the catheter shaft. Deformation evident to the proximal end and toward the mid- section of the inline sheath. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Kinks were evident to the inner member. Deformation was evident to the middle shaft. No other deformation evident to the remainder of the device. The reported event of nose cone separation could be confirmed through analysis. The reported event of difficulty to remove/withdraw could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the minimum diameter of the access vessel was 7.2 millimeter (mm). The delivery catheter system (dcs) was not twisted or torqued while in the patient. When withdrawing the delivery catheter system (dcs), the capsule was closed until it was aligned with the catheter tip. Per the physician, there was no patient anatomical features that contributed to the event.